Event description:
A telent occluder was implanted for the endovascular treatment of an unknown cause on an unknown date. The aortic neck was 21.5 mm in diameter. The right femoral artery measured 9.9mm in diameter. The left iliac artery measure 8.4mm in diameter. Right iliac was moderately tortuous. The left iliac was mildly tortuous. Of the aneurysm increasing since the previous study. The maximum transverse diameter has increased from 6.6cm to 7.3cm. The maximum ap diameter has increased from 5.1cm to 5.3cm. There is complete stenosis of the left common femoral artery,approximately 2.5cm distal to the origin of the profunda femoris artery, this was not present on the previous study. It was reported that a type ic coming from the occluder or type iii endoleak was observed which was noted on the previous film read. No intervention has been performed. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the previously reported type ic for the occluder device was actually a proximal type I endoleak. The endoleak coming from the endurant cuff was previously reported and has been continuing.